Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during pancreatic mobilization, it was observed that the clamp was not responding correctly. The surgeon identified that the instrument was damaged, so it was removed and replaced with a clamp of the same type. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that a piece at the tip was broken and the instrument had a broken cable.